Event description:
It was reported that the user announced multiple meals for a single breakfast on the ilet pump, including six breakfast announcements, which resulted in repeated insulin dosing and a reported glucose of 53 mg/dl. This represented improper use related to the user interface and misunderstanding that meal announcements trigger dosing rather than automatic deliveries. Symptoms included hypoglycemia. Outcomes included serious injury requiring unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device problem. A usage problem was identified involving an incorrect procedure, linked to the user interface and a language barrier, and the user was educated to announce only once per meal. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.